Manufacturer narrative:
The suspect device was returned for evaluation. On review of the returned guidewire, extensive damage to the polyurethane jacket was found on the guidewire. A definite root cause for the failure mode of jacket removal/tearing was not determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral intervention procedure using a splashwire guidewire, the tip of the wire broke off inside of the patient. The tip was able to be retrieved.